Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. There was no adverse impact to the customer's blood glucose level due to the reported issue. The customer declined follow up from tandem technical support.